Manufacturer narrative:
The t:slim user guide cautions, "insulin should be at room temperature before filling cartridge." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (467 mg/dl). Customer believed that the issue was partially due to forgetting to deliver the entire dosage. Customer had been delivering boluses separately because dosages were over 25 units. Reportedly, the customer had forgotten to deliver the second dosage. During system check with tandem technical support, medium size air bubbles were noted at the luer lock. Contact reported that customer occasionally fills cartridge with cold insulin. Tandem technical support informed contact that cold insulin can cause air bubbles or gaps which can lead to elevated bg levels. Contact indicated that customer would deliver a correction bolus after loading a new cartridge and changing out supplies to address the issue.